Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. Date of issue is an approximation. After day 3 of sensor insertion, the patient started to notice redness and bumps and removed the sensor on (B)(6) 2017. The patient treated the affected area with over-the-counter antibiotics. The name of the antibiotics is unknown. Additional information was received on (B)(6) 2017. It was indicated that the patient describes their skin and immune system as generally sensitive and receives allergy injections. The patient stated that they had concerns about being sensitive to platinum. No additional patient or event information is available.